Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Additional information received that the entire system was extracted and there was no sign of pocket infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.